Event description:
The patient reported experiencing high blood glucose levels above 700mg/dl, nausea, and vomiting while wearing the pod between 25 and 36 hours on an unspecified site. They allege that their continuous glucose monitor (dexcom) was giving them incorrect blood glucose readings and saying they were too low, but in reality, their blood glucose was too high. They also stated that their ketones were ¿high¿ but did not provide an exact level. The patient was admitted to the hospital on (B)(6) 2025, diagnosed with hyperglycemia and high ketones, they were treated with an intravenous insulin drip. The pod was removed and disposed of at the hospital. The patient was wearing a dash pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.